Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18101155 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the upper part of 4f pigtail 5 side holes (sh) tempo catheter was observed to be fracture and does not allow the proper use of this "input". There was no reported patient injury. The procedure was a diagnostic test. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b5, b7, d10, g3, g6, h1, h2, and h10.

Event description:
As reported, the upper part of 4f pigtail 5 side holes (sh) tempo catheter was observed to be fracture and does not allow the proper use of this "input". The damage was noted inside the patient. The procedure was completed with another pig tail catheter. There was no reported patient injury. The product was handled with the proper institutional instructions. The intended procedure was a thoracic aortogram. The vessel had no aorta tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the upper part of 4f pigtail 5 side holes (sh) tempo catheter was observed to be fracture and does not allow the proper use of this "input". The damage was noted inside the patient. The procedure was completed with another pig tail catheter. There was no reported patient injury. The product was handled with the proper institutional instructions. The intended procedure was a thoracic aortogram. The vessel had no aorta tortuosity. The product was not returned for analysis. A product history record (phr) review of lot 18101155 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device the reported ¿catheter-cracked¿ could not be confirmed or further clarified. Procedural handling factors such as device damage upon removal from the packaging or while attempting to connect to another device can contribute to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage to the catheter during removal from the package, grasp the hub and withdraw the catheter. Based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.